Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that after implantation of an intraocular lens (iol) into the left eye, the patient presented with prolonged inflammation and atonic pupil. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Patient required a descemet membrane endothelial keratoplasty (dmek) and pupiloplasty surgery. Patient outcome was reported to be good, with their vision being 20/20 after the postop of their second procedure.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or non-conformities that could be related to this event. Based on the available information, the root cause of this event could not be determined. Bausch + lomb will continue to monitor for similar occurrences.

Manufacturer narrative:
Updated b5, g3, h2 and h6.

Event description:
The patient reported they had eye inflammation, a pupil that is non-reactive and they visited a hospital where they received brain scans. The implanting surgeon reported that the patient had an unexplained dilated pupil which later was tied to tass. The brain scans were done to rule out a nerve palsy.